Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Manufacturing and product development investigation were performed on the subject device. The investigation revealed that the device is out of torque specification. The nominal torque setting is 10 nm, and the torque readings performed upon receipt of the complaint were an average of 15.7 nm. The shafts used in conjunction with the torque limiting device deformed most likely due to the high torque of the torque limiting device. Although the device is out of torque specification, this complaint is determined to be invalid from a manufacturing perspective since the device has not been sent in for recalibration every 6 months to ensure torque setting accuracy. The device was originally manufactured in 2012 and has no record of ever being sent to (B)(4) for recalibration. The device must be reviewed by (B)(4) to determine if recalibration can be performed or if a new device is needed. A device history record review was performed for the subject device lot number 4739913. Manufacturer: (B)(4); supplier: (B)(4). Date of manufacture: sep 24, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Relevant drawings for the returned instrument was reviewed (both current revisions and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed. The root cause is that the returned instrument has exceeded the expected instrument life (three years) established by (B)(4), therefore any recalibration could not be assured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior interbody fusion surgery on (B)(6) 2016, during final screw tightening the torqued handle would not function properly and over-torqued. As a result, the distal end of two different tapered shafts twisted. Another torque handle and tapered shafts were readily available. The surgery was completed successfully with no delay. The patient was stable following the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.